Event description:
A malfunction alarm identified as malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reoccurs.